Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump has gone blank and when changing the battery he received an unexpected restart alarm. The customer stated that he went into the pool with the insulin pump prior to getting blank displays and alarms. He stated the contacts on the battery cap are not missing or damaged. Blood glucose value was 276 mg/dl. The customer mentioned they are currently leaving in (B)(6). Customer's mother called back to discuss the replacement and she was advised to contact the (B)(6) office to register the account and arrange the replacement of the device.